Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 4.1 was failed. A field service engineer (fse) identified that the unit had powered down due to main drawer 4.1 being jammed and unable to close, with both bearing cages found stuck at the back of the drawer. The fse removed the stuck bearing cages and the damaged retractor band to allow the drawer to close, restored power to the unit, and ensured that all other drawers were operational, isolating the issue to drawer 4.1. The fse then replaced the bad drawer 4.1 and drawer 4.2 to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system main drawer 4.1 was failed. The customer stated that this malfunction caused a delay when the user was trying to issue medication to the patient, but the user managed to retrieve the medication from pharmacy. However, there were no adverse events or injuries reported based on this event.